Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3653 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with essure removal via hysterectomy - uterus and cervix. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3653 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with essure removal via hysterectomy - uterus and cervix. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dysmenorrhea, headache, cough, abdominal pain, smoker, menses irregular, pelvic pain female, menorrhagia, parity 2 and multigravida. Previously administered products included: oral contraceptive nos. The patient had a family history of breast cancer. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3814 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (lap-assisted vaginal hysterectomy with bl salpingectomy, uterosacral plication and cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: specimen source: uterus, cervix, and bilateral tubes clinical impression: menorrhagia, dysmenorrhea, pelvic pain gross description: . Right fallopian tube: 4.6 cm in length; 0.9 cm in diameter. Left fallopian tube: 4.7 cm in length; 0.8 cm in diameter. Diagnosis: benign cervix and endocervix, no dysplasia or significant glandular atypia benign proliferative phase endometrium. Negative for hyperplasia or neoplasia. 1.3 cm leiomyoma, otherwise unremarkable myometrium. Histologically normal bilateral fallopian tubes [ultrasound scan vagina] on (B)(6) 2021: impression: right ovary: normal right ovary measures 2.6 x 1.4 x 2.3 cm (4.4 ml). Left ovary: normal left ovary measures 3.1 x 1.6 x 2.5 cm (6.5 ml). Uterus: 11 mm intramural fibroid. The uterus measures 6.1 x 7.1 x 4.9 cm. The uterus is otherwise unremarkable and measures. Endometrial stripe: 9 mm bilateral essure devices in place. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: medical record received. Surgical pathology report, lab data, medical history, concomitant conditions are added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.